Event description:
It was reported that during the use of the product, the customer noticed the inner diameter (lumen) of the product was smaller than normal. No patient injury or adverse affects. No additional information is available for this complaint at this time.

Manufacturer narrative:
Device evaluation: two (2) photos were included in agile attachments for evaluation, photos showed the complaint samples. Eight sample were returned for investigation. One sample was received in an unopened package and seven samples were received in an opened package. The samples were visually inspected under normal conditions of illumination. Per photos received, it?s not possible to confirm the reported failure mode. The internal diameter of the eight samples were found within specification, therefore the reported failure mode was not confirmed. The root cause was not determined since the reported failure mode was not confirmed; no action was performed, as the reported failure mode was not confirmed. No fault was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).